Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ nurse reported via phone call that the patient was hospitalized for high blood glucose. The customer¿s blood glucose level was 461mg/dl at the time of the incident. The customer¿ nurse reported that he needed help in his new pump because he was hospitalized as his other pump was not working. The customer was in the emergency room as a result of high blood glucose. The customer was hospitalized on (B)(6) 2017 and was wearing the pump at that time. The customer is still hospitalized. The insulin pump will not be returned for analysis.